Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, missing display window cover, serial number label fading, end cap address label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 9.4 mmol/l. It was reported that the power error alarm recurred after troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.